Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as rubbing from the lifevest straps. The patient's doctor recommended the use of gauze under the lifevest straps. Follow up was completed and the skin irritation had improved.